Manufacturer narrative:
(B)(4). D10: 20-8020-007-00 -rosa persona tka cut guide a- j165279. Complaint sample was evaluated, and the reported event was confirmed. Inspection confirmed a drill pin fracture and remained seized in one of the pilot holes, not all pieces of the pin were returned. Lot identification is necessary for review of the DHR as the lot number was not provided, DHR review can¿t be performed at this time. A definitive root cause was unable to be identified with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that an unknown cas pin became jammed in the rosa cut guide. Upon evaluation of this pin, it was found to be fractured. No additional information is available.